Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during deployment of a vascular stent in the sfa, the trigger mechanism became unresponsive after a loud noise was heard. The stent was exchanged for another vascular stent that was deployed successfully. No reported pt injury.